Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to available information received on 07/21/2021: ipp replaced with a malleable. Infection - device was explanted and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
According to the available information the inflatable device was implanted on 3/24/2021 and removed/replaced with a malleable on 3/24/2021 due to an infection. Titan touch, two cylinders and a reservoir received.. Because examination of the returned components may not conclusively confirm or disprove the report of infection, a microscopic examination was not performed. Based on the information provided quality accepts the physician¿s observations of such as the reason for surgical intervention. The review of the device lot history record indicates this lot was processed through the validated sterilization cycle. Therefore, it was concluded the infection originated from source(s) other than the device. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.